Event description:
The customer reported an oil mist coming from their unit. Attempted to contact the customer three times regarding potential physical symptoms but the customer was not available. The asp field service engineer went to the facility and repaired the unit.